Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display and constant tone. Problem isolated to the motherboard. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump blocked and stopped during the self test, followed by a beep. No further info was provided.